Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the scope cover had a sharp edge/snag, the bending section cover adhesive was cracked, angulation was reduced, the control knob had play, air/water supply volume did not meet specification and the connecting tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the channel of the evis exera iii colonovideoscope was clogged and there was no blowing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material of an unknown origin. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections : detection method is described in operation manual chapter 3 preparation and inspection. Preventive measure is described in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.